Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 748351, serial # (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4). Analysis of the lead found ¿the distal tip of the lead was bent at the #0 electrode¿ and the ¿lead was electrically ok.¿

Event description:
It was reported the implanting physician stated the ¿contacts appeared misaligned or bent.¿ it was noted the lead was ¿never implanted¿ and a ¿different product was used.¿ it was further noted there was ¿no issue with the patient as the lead never came into contact with the patient or equipment being used for the surgery.¿ it was stated there were ¿no¿ patient symptoms or complications associated with the event. Additional information stated the ¿lead appeared to be slightly misaligned through the contacts.¿ it was again noted the lead did not come into contact with the patient. It was reported there was no patient injury or death associated with the event. This event was originally reported in manufacturer report #6000153-2013-00215. All additional follow-up regarding that report will be submitted as part of this report. Please note the reported device codes have been updated from that report.